Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose and requested assistance to deliver a bolus. The customer stated that she was experiencing high blood glucose for the pass three days. The blood glucose reading at time of call was 417mg/dl. The customer treated her glucose with the insulin pump and manual injections. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime, performed a high pressure test and the insulin pump failed the test. No further info was provided.